Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: (ok), #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (ok) key will occur following the selected key's function. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad malfunction. Any patient involvement, injury or medical intervention is unknown.